Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner shaft and the remainder of the device were checked for damage. The inner liner shaft was kinked and damage approximately 2cm from the tip. The mid-shaft showed bunching at the proximal side of the markerband. The stent was partially deployed approximately 8mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 10x40x120 epic stent was unpacked for an iliac artery stenting procedure. It was observed that the distal struts were partially deployed. The procedure was completed with another same device. No patient complications were reported and the patient was in stable condition.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 10x40x120 epic stent was unpacked for an iliac artery stenting procedure. It was observed that the distal struts were partially deployed. The procedure was completed with another same device. No patient complications were reported and the patient was in stable condition.